Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient exhibited difficulty breathing, impaired daily activities, and heart failure like symptoms due to the left ventricular (lv) lead not pacing. It was noted the lv lead was dislodged from the initial position. While the physician attempted to reposition the lead, the lead was not pacing so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.